Event description:
The patient stated that 4 of his infusion tubings have completely separated at the luer connection in the past month. He stated that a week and a half ago, his blood glucose was elevated to 300 mg/dl. He stated he then discovered the tubing was broken. He stated he changed the infusion tubing and he bolused to lower his blood glucose. He stated he feels "crappy," tired, and run down when his blood glucose is high. His normal blood glucose is 100-200 mg/dl. Upon follow up, the patient stated that his blood glucose returned to normal and he has had no further issues. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.